Event description:
Customer reported issues with the insulin pump. Customer states that she was giving herself a bolus and when entering carbs the key pad was unresponsive. The blood glucose reading is 163 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No unexpected increasing/ramping of numbers noted. All buttons functioned properly. However, the insulin pump had moisture damage noted on keypad traces during visual inspection. The insulin pump had minor scratches on lcd window, cracked reservoir tube lip and scratches on reservoir tube window.